Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a scratched reservoir window, a missing end cap sticker, a cracked case near the display window corner and a scratched case was noted during the visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted.